Event description:
It was reported that the pump had a broken plunger. No patient injury or involvement were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger assembly was broken and the top case and bottom cases were cracked. A review of the event history log identified check plunger sensor error (due to broken plunger assembly. During functional testing the broken plunger assembly also cracked on top case and bottom case were found at inspection. The root cause was a result of the customer's impact to the device. Replaced all the plastic parts of plunger assembly and top case also bottom case and performed power up process, preventative maintenance and all functional tests which passed.